Event description:
It was reported that a user successfully paired a new dexcom g7 sensor to the dexcom app but could not pair the sensor to the ilet because the ilet pairing interface did not allow entry of the leading zero in the sensor pairing code. Symptoms included no clinical symptoms. Outcomes included no impact beyond the inability to complete cgm pairing with the ilet. Investigation included phone-based troubleshooting and education, including an ilet restart and guidance to initiate pairing with a new cgm and contact the cgm manufacturer for replacement. Investigation of this case revealed a pairing input limitation on the ilet user interface that prevented acceptance of the leading zero in the dexcom g7 pairing code, resulting in pairing failure to the ilet only. It was concluded, based on previously established findings for similar reports, that the cause was user interface design limitation leading to inability to enter a leading-zero digit during sensor pairing.